Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump boots up with normal with audio, vibrate and display was working appropriately. No call service alarms were reproduced on the bench. An ezprime operation was performed with no difficulties. Test boluses were performed and completed successfully. The pump was exercised for 24 hours with no issues. Conclusion was a call service alarm 012 was observed in the black box but not reproduced on the bench.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump gave a call service alarm during bolus delivery that indicated the bolus did not record in the pump history. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged call service alarm indicating the bolus may not have been recorded in the pump history.